Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies available. Hence, it is difficult to draw any conlusion.

Event description:
It was reported that , intra-op, cutter jammed and would not spin. So a 17mm cutter was used and that worked. No patient complications were reported.